Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hyperglycemia. Blood glucose level was 400 mg/dl. Customer said they got a new infusion set and after inserting that new infusion set her blood glucose was not coming down. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Insulin pump will not be returned for analysis.